Manufacturer narrative:
The vessel sealer extend instrument was transferred to the failure analysis engineer (fae) team for further investigations. Fae confirmed initial findings. This issue is under investigation by design, manufacturing and quality engineering teams. The default root cause of manufacturing will be used for dislodged grip ring failure. No changes are needed to the existing fa codes.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a grip ring dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The dislodged grip ring likely caused the grips to not open and close properly. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter. Root cause attributed to manufacturing process.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported the tips of the vessel sealer extend instrument did not open. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was noted that the jaws were not stuck on tissue when the issue occurred. No adverse events. No unexpected tissue removal. No bleeding was noted. Instrument was returned and the procedure was completed robotically.